Event description:
The company representative reported that the patient's implantable neurostimulator (ins) was turning off on its own when the patient was around strong magnets in the farm store. The patient also reported a burning sensation at the pocketsite when stimulation was on or off. The burning sensation began two weeks ago. There had been no trauma at the pocket site. Impedance values were measured and found to be >4000 ohms on all electrode pairs involving electrode #0. The patient was reprogrammed to electrodes 1 and 2 and the amplitude was decreased to 4.7v. The patient then felt stimulation. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 7496-51 lot# serial# (B)(4), implanted: 1992 (B)(6), product type extension product ID: 3586 lot# serial# (B)(4), implanted: 1992 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received "good coverage" after reprogramming the device and using different electrodes.

Manufacturer narrative:
(B)(4).